Manufacturer narrative:
The alleged incident occurred outside of the us. This medwatch is being submitted because quest distributes a similar device in the us. The complaint sample was evaluated and the reported complaint condition was confirmed. A hole was seen on the pouch. The DHR was reviewed and no anomalies were seen. A 24 months complaint history review was conducted and no similar complaints have been received. The root cause of the reported complaint condition is unknown and this incident is considered isolated. Quest will continue to monitor complaints for trends.

Event description:
The report received from the customer states that during incoming inspection, a hole was seen in the product pouch. The device was not used on a patient.